Manufacturer narrative:
A couple of minutes after a 6f-7f mynxgrip vascular closure device (vcd) was deployed on a left groin access and held pressure, they noticed some oozing and a little hematoma started to form. They continue to hold pressure, and the physician accessed the right groin and completed the procedure. A non-cordis vcd was successfully deployed on the right groin. As the physician started the next peripheral procedure, he was informed that the patient was hypotensive. The patient was then evaluated and determined that a surgery is needed to correct the bleeding. The device was stored, handled and prepped per the IFU. The mynx was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer is mynx certified. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The sales rep was not present for the mynx portion of the case. The product was not returned for analysis. A product history record (phr) review of lot f2104602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis, hemorrhage and hematoma¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Hematoma development is a known adverse event associated with femoral access sites and/or the use of a vascular closure device and is listed as such in the IFU. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Review of the information provided suggests that there are possible patient and/or procedural factors that may have contributed to the reported events. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
A couple of minutes after a 6f-7f mynxgrip vascular closure device (vcd) was deployed on a left groin access and held pressure, they noticed some oozing and a little hematoma started to form. They continue to hold pressure, and the physician accessed the right groin and completed the procedure. A non-cordis vcd was successfully deployed on the right groin. As the physician started the next peripheral procedure, he was informed that the patient was hypotensive. The patient was then evaluated and determined that a surgery is needed to correct the bleeding. The device was stored, handled and prepped per the IFU. The mynx was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer is mynx certified. The vessel type was arterial and the vessel diameter was verified to be greater than or equal to 5mm in diameter. The sales rep was not present for the mynx portion of the case. The device will not be returned for evaluation.